Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc was not booting up because of software issue. Fse reviewed the system log files and confirmed that the ippc software is defective. The fse replaced the ippc hard disk and reloaded the whole system software. After replacement of ippc hard disk and reloading of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system had an ippc (image processing computer) operating system problem, will not start properly and sometimes will not have x-ray exposure. There was no reported patient or user harm. Philips has started an investigation of this complaint.